Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their orthodontist for a consult. In the exam the orthodontist found occlusion off in posterior segment especially in molars, mandibular anterior teeth not aligned, rotation in mandibular canines, rotations #7-8 area, and marginal gingiva irritated, that is red and inflamed. Patient to stop treatment and request retainers to prevent any further movement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.